Event description:
The pt was hospitalized for elevated blood glucose levels, dka, and bronchitis. The pt also reported that the pump exhibited a damaged keypad and display lens.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged keypad and display lens consistent with the pt's report, but delivery that insulin delivery was operating within required specifications and delivery accuracy.